Event description:
It was reported to philips that the x-ray tube was faulty, which can impact the imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.